Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem problem) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to can internally shorted q1 current-controlling transistor on the bedside pca. The cause of the failure was the shorted component. The root cause for the shorted component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported a charger/modem problem.